Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving baclofen at an unknown concentration and dose via an implantable infusion pump. The indication for use was noted to be intractable spasticity. It was reported that the patient just had their pump refilled and the health care provider (hcp) only used one vial of medication and last time the pump was refilled the hcp used two vials. It was noted a device manufacturer representative was at the last refill to help change the concentration, and this time was the first time the hcp did the refill alone. The caller then said that since the patient was implanted with the new pump on (B)(6) 2017 there "was trouble from the beginning, they had been playing with the concentration and going back and forth because of trouble with his pump." It was noted that the patient was doing fine and they had finally got the adjustment good, "just a lot of confusion with the pump." No patient symptoms were reported. No further complications were reported.